Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Initially, reloading the same cartridge did not resolve the issue, but customer technical support instructed the caller to clean the pneumatic tap area and guided them through the process of filling and loading a new cartridge onto the pump using the proper technique. Loading the second cartridge successfully resolved the issue, and the caller was able to resume insulin delivery effectively.